Event description:
The consumer states "the brush portion physically separated from the base portion of the replacement head." The company interprets this to mean the bristle plate separated from the brush head. No injury occurred; however, malfunction could have potential for small parts choking hazard.

Manufacturer narrative:
Consumer sent picture of product. From the picture it was determined that the toothbrush head is an (B)(4) product, not a church & dwight co., inc. Product.

Manufacturer narrative:
The consumer did not provide specific product identification. The consumer has not returned the product to date, therefore, it cannot be determined which product the consumer was using. The consumer has not returned the product to date, therefore, it could not be evaluated and no conclusions can be drawn.